Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/lower pelvic pain"), pregnancy with contraceptive device ("single early live intrauterine gestation with an estimated ultrasound age of 6 weeks 1 day") and abortion threatened ("threatened abortion estimated ultrasound age of 6 weeks 1 day") in an adult female patient who had essure (batch no. 809013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included otitis externa, ear pain, obesity, ovarian cyst and polycystic ovarian syndrome. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2016, the patient experienced uterine leiomyoma ("uterine fibroid"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion threatened (seriousness criterion medically significant), infection ("infection"), depression ("depression"), weight increased ("weight gain") and hypersensitivity ("allergic reactions"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy (full) to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion threatened, infection, depression, weight increased, hypersensitivity and uterine leiomyoma outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion threatened, depression, hypersensitivity, infection, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. On (B)(6) 2016, us pelvis complete with transvaginal showed 1. Increased ovarian volumes bilaterally particularly on the right. There are bilateral peripheral ovarian follicles. Polycystic ovarian syndrome is considered. 2. Enlarged diffusely leiomyomatous uterus with no discrete measurable fibroid. 3. The endometrial strip is 7 mm. The patient¿s given lmp is (B)(6) 2016, consequently the endometrial stripe is considered mildly thickened. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device , abortion threatened and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/lower pelvic pain"), pregnancy with contraceptive device ("single early live intrauterine gestation with an estimated ultrasound age of 6 weeks 1 day") and abortion threatened ("threatened abortion estimated ultrasound age of 6 weeks 1 day") in an adult female patient who had essure (batch no. 809013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included otitis externa, ear pain, obesity, ovarian cyst and polycystic ovarian syndrome. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2016, the patient experienced uterine leiomyoma ("uterine fibroid"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion threatened (seriousness criterion medically significant), infection ("infection"), depression ("depression"), weight increased ("weight gain") and hypersensitivity ("allergic reactions"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy (full) to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion threatened, infection, depression, weight increased, hypersensitivity and uterine leiomyoma outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion threatened, depression, hypersensitivity, infection, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion (B)(6) 2016, us pelvis complete with transvaginal showed 1. Increased ovarian volumes bilaterally particularly on the right. There are bilateral peripheral ovarian follicles. Polycystic ovarian syndrome is considered. 2. Enlarged diffusely leiomyomatous uterus with no discrete measurable fibroid. 3. The endometrial strip is 7 mm. The patient¿s given lmp is (B)(6) 2016, consequently the endometrial stripe is considered mildly thickened. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device , abortion threatened, and device ineffective. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received, event abnormal bleeding (vaginal, menorrhagia); pain; other injuries: uterine fibroid was added from pfs and event device ineffective and single early live intrauterine gestation with an estimated ultrasound age of 6 weeks 1 day was and threatened abortion added from medical record. Concomitant condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/lower pelvic pain'), pregnancy with contraceptive device ('single early live intrauterine gestation with an estimated ultrasound age of 6 weeks 1 day') and abortion threatened ('threatened abortion estimated ultrasound age of 6 weeks 1 day') in an adult female patient who had essure (batch no. 809013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included otitis externa, ear pain, obesity, ovarian cyst and polycystic ovarian syndrome. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera), medroxyprogesterone acetate (medroxyprogesteron) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. In june 2016, the patient was found to have uterine leiomyoma ("uterine fibroid/ I have firoids of the uterus"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion threatened (seriousness criterion medically significant), infection ("infection"), depression ("depression"), hypersensitivity ("allergic reactions"), gastric disorder ("I never been one to sleep on my stomach"), abdominal distension ("my bell swell/ swollen my stomach"), ovarian cyst ("cysts on my ovaries"), somnolence ("my body I was always so sleepy"), asthenia ("no energy"), incision site pain ("I was in pain all day by my incision"), ovarian enlargement ("my ovaries are enlarged"), dysfunctional uterine bleeding ("I had dysfunctional bleeding of the uterus"), breast cyst ("I have many cysts clusters"), abdominal pain lower ("cramping"), hypertension ("my bp has been high"), anxiety ("anxiety"), crying ("crying"), stress ("I m so stressed"), polycystic ovaries ("I have polycystic ovaries/"), adnexa uteri pain ("my pain is comming form my ovaries"), impaired healing ("healing"), abdominal pain upper ("stomach pain"), abdominal tenderness ("stomach tender"), nightmare ("nightmare"), malaise ("sick"), throat irritation ("my throat is on fire"), groin pain ("groin pain"), headache ("headache"), nausea ("nausea"), feeling abnormal ("my head all foogy"), joint swelling ("swollen ankles") and hair growth abnormal ("my hair is starting to grow back and my hiar now is lonest"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), was found to have weight increased ("weight gain/ gained over 100lbs") and weight decreased ("my weight lost") and underwent blood pressure management ("my bp under control"). The patient was treated with surgery (hysterectomy (full) to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion threatened, infection, depression, weight increased, hypersensitivity, uterine leiomyoma, gastric disorder, abdominal distension, ovarian cyst, weight decreased, somnolence, asthenia, incision site pain, ovarian enlargement, dysfunctional uterine bleeding, breast cyst, blood pressure management, abdominal pain lower, hypertension, anxiety, crying, stress, polycystic ovaries, adnexa uteri pain, impaired healing, abdominal pain upper, abdominal tenderness, nightmare, malaise, throat irritation, groin pain, nausea, feeling abnormal, joint swelling and hair growth abnormal outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, abdominal tenderness, abortion threatened, adnexa uteri pain, anxiety, asthenia, blood pressure management, breast cyst, crying, depression, dysfunctional uterine bleeding, feeling abnormal, gastric disorder, groin pain, hair growth abnormal, headache, hypersensitivity, hypertension, impaired healing, incision site pain, infection, joint swelling, malaise, menorrhagia, nausea, nightmare, ovarian cyst, ovarian enlargement, pelvic pain, polycystic ovaries, pregnancy with contraceptive device, somnolence, stress, throat irritation, uterine leiomyoma, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Diagnostic results: (B)(6) 2016, us pelvis complete with transvaginal showed 1. Increased ovarian volumes bilaterally particularly on the right. There are bilateral peripheral ovarian follicles. Polycystic ovarian syndrome is considered. 2. Enlarged diffusely leiomyomatous uterus with no discrete measurable fibroid. 3. The endometrial strip is 7 mm. The patient¿s given lmp is 13aug2016, consequently the endometrial stripe is considered mildly thickened. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: egnancy with contraceptive device , abortion threatened and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: social media received :- reporter information was added. New event added gastric disorder, abdominal distension, weight decreased, ovarian cyst, somnolence, asthenia, incision site pain, ovarian enlargement, dysfunctional uterine bleeding, breast cyst, blood pressure management, abdominal pain lower, hypertension, anxiety, crying, stress, polycystic ovaries, adnexa uteri pain, impaired healing, abdominal pain upper, abdominal tenderness, nightmare, sickness, throat irritation, groin pain, headache, nausea, feeling abnormal, ankles swelling, hair growth abnormal. Concomitant drugs was added. Incident we received a lo:t number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/lower pelvic pain') in an adult female patient who had essure (batch no. 809013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included otitis externa, ear pain, obesity, ovarian cyst and polycystic ovarian syndrome. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera), medroxyprogesterone acetate (medroxyprogesterone) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6)2011, the patient had essure inserted. In (B)(6)2016, the patient was found to have uterine leiomyoma ("uterine fibroid/ I have fibroids of the uterus"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion threatened ("threatened abortion estimated ultrasound age of 6 weeks 1 day"), infection ("infection"), depression ("depression"), hypersensitivity ("allergic reactions"), gastric disorder ("I never been one to sleep on my stomach"), abdominal distension ("my bell swell/ swollen my stomach"), ovarian cyst ("cysts on my ovaries"), somnolence ("my body I was always so sleepy"), asthenia ("no energy"), incision site pain ("I was in pain all day by my incision"), ovarian enlargement ("my ovaries are enlarged"), dysfunctional uterine bleeding ("I had dysfunctional bleeding of the uterus"), breast cyst ("I have many cysts clusters"), abdominal pain lower ("cramping"), hypertension ("my bp has been high"), anxiety ("anxiety"), crying ("crying"), stress ("I m so stressed"), polycystic ovaries ("I have polycystic ovaries/"), adnexa uteri pain ("my pain is coming form my ovaries"), impaired healing ("healing"), abdominal pain upper ("stomach pain"), abdominal tenderness ("stomach tender"), nightmare ("nightmare"), malaise ("sick"), throat irritation ("my throat is on fire"), groin pain ("groin pain"), headache ("headache"), nausea ("nausea"), feeling abnormal ("my head all foggy"), joint swelling ("swollen ankles"), hair growth abnormal ("my hair is starting to grow back and my hair now is longest"), vaginal discharge ("vaginal discharge ") and vulvovaginal discomfort ("vaginal irritation"), was found to have a pregnancy with contraceptive device ("single early live intrauterine gestation with an estimated ultrasound age of 6 weeks 1 day"), was found to have weight increased ("weight gain/ gained over 100lbs") and weight decreased ("my weight lost") and underwent blood pressure management ("my bp under control"). The patient was treated with surgery (hysterectomy (full) to remove the essure implant). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion threatened, infection, depression, weight increased, hypersensitivity, uterine leiomyoma, gastric disorder, abdominal distension, ovarian cyst, weight decreased, somnolence, asthenia, incision site pain, ovarian enlargement, dysfunctional uterine bleeding, breast cyst, blood pressure management, abdominal pain lower, hypertension, anxiety, crying, stress, polycystic ovaries, adnexa uteri pain, impaired healing, abdominal pain upper, abdominal tenderness, nightmare, malaise, throat irritation, groin pain, nausea, feeling abnormal, joint swelling, hair growth abnormal, vaginal discharge and vulvovaginal discomfort outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, abdominal tenderness, abortion threatened, adnexa uteri pain, anxiety, asthenia, blood pressure management, breast cyst, crying, depression, dysfunctional uterine bleeding, feeling abnormal, gastric disorder, groin pain, hair growth abnormal, headache, hypersensitivity, hypertension, impaired healing, incision site pain, infection, joint swelling, malaise, menorrhagia, nausea, nightmare, ovarian cyst, ovarian enlargement, pelvic pain, polycystic ovaries, pregnancy with contraceptive device, somnolence, stress, throat irritation, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vulvovaginal discomfort, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: results: total bilateral occlusion. Diagnostic results: (B)(6)2016, us pelvis complete with transvaginal showed 1. Increased ovarian volumes bilaterally particularly on the right. There are bilateral peripheral ovarian follicles. Polycystic ovarian syndrome is considered. 2. Enlarged diffusely leiomyomatous uterus with no discrete measurable fibroid. 3. The endometrial strip is 7 mm. The patient¿s given lmp is (B)(6)2016, consequently the endometrial stripe is considered mildly thickened. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device , abortion threatened and device ineffective. Concerning the injuries reported in this case, the following one/ones were reported via social media: vaginal discharge and vaginal irritation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: content from social media received. New events vaginal discharge and vaginal irritation were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection"), depression ("depression"), weight increased ("weight gain") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, infection, depression, weight increased and hypersensitivity outcome was unknown. The reporter considered depression, hypersensitivity, infection, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.